Manufacturer narrative:
The device was received with the cannula assembly fully deployed and the formed needle completely retracted; the pink slide insert was visible through the viewing window of the top housing. The download data shows the device completed both first and second prime, and ran a total of 779 pulses. No issues were found with the needle mechanism that would result in a needle mechanism failure. No other damages or defects were observed that would result in a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 400 mg/dl while wearing the pod between 4 and 24 hours on the leg. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the parent gave a manual injection of 10 units of insulin.